Event description:
It was reported that the ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator¿s log files were not provided. Our field service engineer (fse) was on site for further investigation and tightened the screw that was loose. No parts were found faulty and the ventilator passed pre-use check. The root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).